Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead was removed from the patient's body after the initial positioning attempt. While flushing the lead, saline was found to be leaking out of lead body through insulation. The lead was replaced. The patient was stable.